Event description:
Healthcare professional reported left side "rupture per MRI implant exchange." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Later, healthcare professional reported "any creases". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported left side "rupture per MRI implant exchange." Later, healthcare professional reported "any creases". Healthcare professional later reported via MRI, "rt breast lump. Mild right breast discomfort for the past 2 months with irregularity/lump", "I suspect that the area of the right breast palpable concern may be due to irregular infoldng of the right breast implant internal capsule causing a prominent margin..." And "no spiculated mass, suspicious non-mass like enhancement, abnormal adenopathy or skin thickening." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening assessed as fold flaw opening. Crease/folding of implant: observed. Pain: unable to observe since it is not related to the device. Additional observation. No penetrating nick (stress marks). No further actions are required as no issues with the manufacturing process are observed.